Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. A impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation, see attached image 1 in the complaint. Visual inspection of the as returned product identified excessive bone and a fracture at the collar section. No pre-existing conditions were noted on the per. The reported device was location is unknown and was used for approximately 3 months. Pictures or x-ray images were not provided.DHR review was completed for the subject lot number (1215629). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1215629) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported implant fractured and was removed.